Event description:
The patient was trying to get out of bed and became entrapped between the hospital bed and bed lever, it is reported at this time resulted in suffocation, leading to death. On (B)(6) 2025 arjo was informed that the affected arjo bed used for at that time was a minuet 2 bed; the device was isolated by a customer. Currently, no device evaluation was performed; the customer did not provide a device serial number or location despite attempts.